Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure wherein all devices were removed. The explanted components were not returned as they were discarded.